Event description:
Reporter initially indicated that the patient was experiencing an infection at the incision sites, even after 3 courses of antibiotics following the implant procedure. Eventually, the patient underwent surgery to have the device removed. Information was later received from the surgeon that the patient did not have an infection, but that due to the patient extremely thin stature, both the generator and tie-down on the lead had begun to extrude, causing the appearance of an infection. All cultures to check for an infection came back negative. The explanted device was returned to the manufacturer for analysis, but analysis has not yet been completed.